Manufacturer narrative:
Sorin group (B)(4) manufactures the scp unit w/fast clamp con. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, toward the end of bypass, when the user attempted to increase flow, the flow decreased to zero. Hand cranking was used to complete the case. There was no report of pt injury. Sorin group (B)(4) has requested that the pump and control panel be returned for eval. To date no product has been received. The investigation is on going. A f/u report will be submitted when the investigation is completed.

Event description:
Sorin group (B)(4) received a report that, toward the end of bypass, when the user attempted to increase flow, the flow decreased to zero. Hand cranking was used to complete the case. There was no report of pt injury.